Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-07372. It was reported the patient experienced ineffective stimulation due to migration of the drg lead confirmed by x-ray imaging. Reportedly, diagnostic testing identified invalid impedance readings on all contacts. New programming was unable to provide resolution. As a result, surgical intervention was undertaken wherein the right sacral drg lead was explanted and replaced with a new lead. Postoperatively, stimulation was effective with adequate coverage. The issue is resolved. Note: both drg sacral leads are being reported as it's unknown which batch number contributed to the issue.